Event description:
Pt admitted to hospital for removal and replacement of bilateral ruptured silicone gel breast implants. Pt had developed silicone granulomas and encapsulation. Original breast implants placed 1980. MFR unknown.